Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("uterine bleeding") and ovarian cyst ("left ovarian cysts") in a 31-year-old female patient who had essure (batch no. 628319) inserted for female sterilisation. The patient's past medical history included kidney stones and multiple caesarean sections. Concurrent conditions included hypertension, depression, multigravida, parity 2, abdominal pain and back pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy/salpingectomy/oophorectomy/ laparoscopy/lysis/dilatation/curettage) and surgery (aspiration). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage and ovarian cyst outcome was unknown. The reporter considered genital haemorrhage, ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012 the patient undergone a full hysterectomy, salpingectomy (one side removal of fallopian tube) and oophorectomy (bilateral removal of ovaries). On (B)(6) 2012 she did undergo a laparoscopy, lysis of adhesions, aspiration of left ovarian cyst, dilatation and curettage procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2009: essure implants placed bilaterally (both tubes). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain and back pain (confirming pelvic pain), uterine haemorrhage (confirming genital haemorrhage) and ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("uterine bleeding") and ovarian cyst ("left ovarian cysts") in a 31-year-old female patient who had essure (batch no. 628319) inserted for female sterilisation. The patient's past medical history included kidney stones and cesarean section. Concurrent conditions included hypertension, depression, multigravida, parity 2, abdominal pain and back pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy/salpingectomy/oophorectomy/ laparoscopy/lysis/dilatation/curettage) and surgery (aspiration). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage and ovarian cyst outcome was unknown. The reporter considered genital haemorrhage, ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012 the patient undergone a full hysterectomy, salpingectomy (one side removal of fallopian tube) and oophorectomy (bilateral removal of ovaries). On (B)(6) 2012 she did undergo a laparoscopy, lysis of adhesions, aspiration of left ovarian cyst, dilatation and curettage procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2009: essure implants placed bilaterally (both tubes). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain and back pain (confirming pelvic pain), uterine haemorrhage (confirming genital haemorrhage) and ovarian cyst most recent follow-up information incorporated above includes: on 20-jun-2018: pfs + medical records received and the following information was added: patient's aka name, dob, essure indication and lot number. Essure insertion date updated from (B)(6) 2009 and removal date updated from(B)(6) 2012. On(B)(6) 2012 the patient undergone a full hysterectomy, salpingectomy (one side removal of fallopian tube) and oophorectomy (bilateral removal of ovaries). On (B)(6) 2012 she did undergo a laparoscopy, lysis of adhesions, aspiration of left ovarian cysts, dilatation and curettage procedure. Left ovarian cysts was added as event. New event added (extracted from medical records): uterine bleeding. Insertion and removal details provided. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery to remove the essure implant in 2011. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.